Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall: # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission 03/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no evidence of a load step malfunction found in the black box. The black box did record multiple call service alarms and reboots. A rewind step and force sensor calibration check could not be performed due to a replace battery alarm that would not clear. The pump was opened for investigation, and a loose power circuit component was observed.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.